Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not opened. A field service engineer (fse) found that the communication sled showed no led indication for firmware or network. The communication sled was swapped but issues persisted, as the replacement was not new. All drawers failed and were not detected on the bus, with no lights on the communication cube. The communication cube was replaced using apart from an old station. Hardware test application testing passed, and the station was rebooted, after which all failure icons and drawer errors were cleared. The customer logged in and completed inventory, confirming the station was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es all six drawers displayed a device not detected on bus error and were not opening. The customer confirmed that the station had been rebooted three times; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.